Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and metrorrhagia ("metrorrhagia"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, menorrhagia and metrorrhagia had resolved. The reporter considered abdominal pain, menorrhagia, metrorrhagia and pelvic pain to be related to essure. The reporter commented: patient received treatment for pain and bleeding discrepancy insertion dates (B)(6) 2009 and (B)(6) 2009. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: new events pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding),metrorrhagia, patient did not underwent essure confirmation test. Reporter details, essure indication and dates added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), pregnancy with contraceptive device ('pregnancy'), abortion spontaneous ('miscarriage') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "patient did not underwent essure confirmation test". The patient's medical history included multigravida, parity 4 (B)(6)2004, (B)(6)2006, (B)(6)2007, (B)(6)2009) and gallbladder operation. Concurrent conditions included menorrhagia. On (B)(6)2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain abdominal left/right"), back pain ("lower back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal vaginal bleeding"), metrorrhagia ("metrorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse"), migraine ("migraines / headaches"), abdominal pain upper ("stomach pain"), alopecia ("hair loss.") And nausea ("nausea"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, abdominal pain, menorrhagia and metrorrhagia had resolved and the pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, back pain, dysmenorrhoea, dyspareunia, vaginal haemorrhage, female sexual dysfunction, migraine, abdominal pain upper, weight increased, alopecia and nausea outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain upper, abortion spontaneous, alopecia, back pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for pain and bleeding discrepancy insertion dates-(B)(6)2009 and (B)(6)2009 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2019: pfs received : following events were added : abnormal bleeding (general), apareunia (inability to have sexual intercourse, migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), weight gain, abnormal vaginal bleeding, nausea, lower back pain, stomach pain, pregnancy, device ineffective, miscarriage. Medical history,concomitant conditions and reporter information added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.